Event description:
The customer reported that the system displayed a communication failure error message that prevented them from working. This error message will likely result in a system lock-up, shut down or prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ffb, gib and system interface boards were reseated. The system was then found to be operating as intended.